Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: external control system failureadditional text: fractured electrical lead on right sidespecific component(s) involved: driveline malfunctionadditional text: electrical line fracture on right sideother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of other component, specifyother intervention :implant device type: both (in the same or visit)malfunction device type: both (in the same or visit)